Event description:
Reporter indicated a vns pt had died. The cause of the death was unk, and the reporter indicated no more info would be provided regarding the pt's death. Attempts for the death certificate are in progress.